Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 1 month post implant of this bioprosthetic valve in the pulmonary position, magnetic resonance imaging (MRI) demonstrated moderate to severe right ventricle (rv) enlargement that included significant aneurysmal dilation of the right ventricular outflow tract (rvot). Subsequently, 1 month later a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve due to severe stenosis, 2/3 systemic rv pressure, and a gradient of 40mmhg as a result of valve degeneration. No additional adverse patient effects were reported.